Manufacturer narrative:
No complaint was received with the reported device. A malfunction based on analysis was found. Based on the information provided, the presented high current was due to the total paced event being smaller than the high output event, resulting in a negative current and the absolute value being used in the battery current calculation. This is the result of the high output event being handled inappropriately. No other anomalies were found.

Event description:
This report is to advise of an event observed during analysis.